Manufacturer narrative:
10/31/17 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis: a visual inspection found user labels also, nicks and a small crack on the bezel. There was no additional physical damage. Visual inspection of the internal assemblies found the bulb in the lamp had been modified by the customer with an after market bulb the was installed backward in the lamp module. The unit was powered "on" and the lamp ignited but caused smoking. It was noted that the power supply is the older version. The test lamp was installed and the unit powered "on". The lamp ignited and the unit functioned properly. Replace the lamp and power supply to resolve the reported issue. Device history evaluation: nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: there is no applicable. Engineering change order / manufacturing change order history: corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the reported complaint was confirmed. The root cause is considered user error, tampering. No manufacturing, workmanship, or material deficiency has been identified.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the unit smoked when turned on. Will not power on. On 9/29/2017, customer reports device smoked when turned on in biomed department no patient involvement.